Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window.